Manufacturer narrative:
B1 (is product problem) has been ticked to capture the malfunction codes d4 (serial) has been updated. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information has been provided in h3. Tachycardia : the root cause of the injury was unable to be determined due to insufficient clinical details. Fever / pulmonary edema : the cause of the injury was not determined due to insufficient clinical details. Pump stop: the cause of the issue was likely a use-related issue which occurred during patient movement as evidenced by damaged motor cables on returned product.

Manufacturer narrative:
Additional information was provided in b5 and d9. The impella device was returned, and an evaluation is underway.

Event description:
Additional information received: 1. What interventions were performed to address the alleged complaint event(s)? Were the interventions successful? If not, how was the alleged issue resolved? -medication, ventilator support

Manufacturer narrative:
The root cause of the tachycardia was unable to be determined due to insufficient clinical details. The cause of the fever and pulmonary edema was not determined due to insufficient clinical details. The pump passed all the post sterile inspection checks.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced tachycardia and pulmonary edema. The p level of the pump was increased and the patient was treated with medication. The patient also had a low-grade fever, and was being treated with micafungin. Impella support continues.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary tachycardia : in order to make a cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Fever / pulmonary edema : the cause of the injury was not determined due to insufficient clinical details. Pump stop: clinical reported patient endured sudden pump stop while moving in bed 59 days into pump run. There were no lt logs between 6-oct and 19-oct. The data logs confirm #119 pump stop alarm and show failed restart attempts. Logs do not show any motor current spikes outside p-level changes. There were no placement signal trends or positioning alarms before pump stop. Though clinical mentioned pump stop occurred during patient movement, the cause of the issue was not established as no data log failure patterns were identified and no product was returned. Device history lot device lot : 1958968 device history batch sub-component lot: n/a device history review the pump s/n: (B)(6) passed all the post sterile inspection checks.